Event description:
On march 23 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that there were some periods of rapid glucose change. Customer care recommended that the user re-link their sensor as a proactive troubleshooting measure to clear the calibration buffer and address a potential calibration misalignment. No further follow up with the user was possible as the user remained unresponsive to multiple communication attempts. No further investigation was possible.